Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected

Event description:
Healthcare professional reports patient's concern with the product. Additionally reported was ¿diagnosed with alcl... Through a cd30 testing¿ and physician's "office reporting alcl. Diagnostic testing results positive;¿ pathology has not been received and the marker of alk- has not been confirmed. Affected side is left. The device remains implanted.

Event description:
Healthcare professional reports patient's concern with the product. Additionally reported was ¿diagnosed with alcl. Through a cd30 testing¿ and physician's "office reporting alcl. Diagnostic testing results positive;¿ pathology has not been received and the marker of alk- has not been confirmed. Imaging report received indicated that the reported alcl was confined to the right side. As this report represents the left side the event of lymphoma - alcl - suspected is not applicable the device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports the alcl previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy". Additional, changed, and/or corrected data: b.5, b.6.